Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging button tactile change issues. All buttons on the pump are sticking. Peeling of the keypad cover occurred after the tactile change issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the pump was returned with a peeling keypad from the bottom of the ¿ok¿ key. The ¿contrast¿ and ¿up¿ keys responded normally while the ¿down¿ and ¿ok¿ keys were unresponsive. The keypad was removed to investigate and evidence of contamination was located under all keypad contact button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. "The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time."